Event description:
Post a coronary drug eluting stenting procedure, the patient developed hives. A taxus express2 drug eluting stent was placed and about 1 week later the patient reported to the health care provider that hives had developed. At that time plavix was discontinued and changed to ticlid and the patient was treated with solumedrol. The patient was referred to a dermatologist with "big whleps." It was also reported that the patient had a reaction in the "lung lining" while the hives were present causing shortness of breath. The patient was prescribed zyrtec and singulair and was treated with cortisone. The patient continues to receive cortisone however a "fine rash" is still present. The health care provider indicated that they do believe the patient's reaction is related to the stent.